Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('menstrual pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse), chronic"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("uti"), migraine ("other injuries/symptoms: migraine"), fatigue ("fatigue"), alopecia ("hair loss") and rash ("severe rash"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, dyspareunia, vaginal infection, urinary tract infection, migraine, fatigue and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, migraine, rash, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury nos replaced with event dyspareunia (painful sexual intercourse), bladder/urinary problems: vaginal infection, uti, other injuries/symptoms: migraine, fatigue, hair loss, menstrual pain and severe rash. Patient demographic details, reporter information and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('menstrual pain') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 825627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse), chronic"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("uti / urinary tract disorder"), migraine without aura ("other injuries/symptoms: migraine/migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("severe rash/rashes or skin conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), cervical radiculopathy ("neurological conditions or problems type: neck pain"), back pain ("upper, mid and lower back pain; pain"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cyst"), bladder disorder ("bladder or urinary problems or changes"), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), dizziness ("dizziness"), intervertebral disc degeneration ("thoracic degenerative disc disease"), arthropathy ("arthropathy"), vertebral foraminal stenosis ("neuroforaminal thoracostenosis of spine"), intervertebral disc protrusion ("bulge of cervical spine"), sleep apnoea syndrome ("osa /obstructive sleep apnea"), spinal osteoarthritis ("thoraco lumbar spondylosis / thoracic t2-t3, t3-t4 and t3 -t4, t2-t12") and arthralgia ("knee pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes); and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, dyspareunia, vaginal infection, migraine without aura, fatigue, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, cervical radiculopathy, back pain, vaginal discharge, ovarian cyst, bladder disorder, pelvic pain, abdominal pain, headache, dizziness, intervertebral disc degeneration, arthropathy, vertebral foraminal stenosis, intervertebral disc protrusion, sleep apnoea syndrome, spinal osteoarthritis and arthralgia outcome was unknown and the urinary tract infection had resolved. The reporter considered abdominal pain, alopecia, arthralgia, arthropathy, back pain, bladder disorder, cervical radiculopathy, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, migraine without aura, nausea, ovarian cyst, pelvic pain, rash, sleep apnoea syndrome, spinal osteoarthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vertebral foraminal stenosis to be related to essure. The reporter commented: patient received treatment for- pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('menstrual pain') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 825627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concomitant products included cefoxitin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse), chronic"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("uti / urinary tract disorder"), migraine without aura ("other injuries/symptoms: migraine/migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("severe rash/rashes or skin conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), cervical radiculopathy ("neurological conditions or problems type: neck pain"), back pain ("upper, mid and lower back pain; pain"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cyst"), bladder disorder ("bladder or urinary problems or changes"), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), dizziness ("dizziness"), intervertebral disc degeneration ("thoracic degenerative disc disease"), arthropathy ("arthropathy"), vertebral foraminal stenosis ("neuroforaminal thoracisstenosis of spine"), intervertebral disc protrusion ("bulge of cervical spine"), sleep apnoea syndrome ("osa /obstructive sleep apnea"), spinal osteoarthritis ("thoraco lumbar spondylosis / thoracic t2-t3, t3-t4 and t3 -t4, t2-t12") and arthralgia ("knee pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes); and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, dyspareunia, vaginal infection, migraine without aura, fatigue, alopecia, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, nausea, cervical radiculopathy, back pain, vaginal discharge, ovarian cyst, bladder disorder, pelvic pain, abdominal pain, headache, dizziness, intervertebral disc degeneration, arthropathy, vertebral foraminal stenosis, intervertebral disc protrusion, sleep apnoea syndrome, spinal osteoarthritis and arthralgia outcome was unknown and the urinary tract infection had resolved. The reporter considered abdominal pain, alopecia, arthralgia, arthropathy, back pain, bladder disorder, cervical radiculopathy, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, intervertebral disc degeneration, intervertebral disc protrusion, migraine without aura, nausea, ovarian cyst, pelvic pain, rash, sleep apnoea syndrome, spinal osteoarthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vertebral foraminal stenosis to be related to essure. The reporter commented: patient received treatment for- pain discrepancy noted in date of insertion - (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Expiration date & was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('menstrual pain') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 825627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse), chronic"), vaginal infection ("bladder/urinary problems: vaginal infection"), urinary tract infection ("uti / urinary tract disorder"), migraine without aura ("other injuries/symptoms: migraine/migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("severe rash/rashes or skin conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), neck pain ("neurological conditions or problems type: neck pain"), back pain ("upper, mid and lower back pain; pain"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cyst"), bladder disorder ("bladder or urinary problems or changes"), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headache"), dizziness ("dizziness"), intervertebral disc degeneration ("thoracic degenerative disc disease"), arthropathy ("arthropathy"), spinal stenosis ("neuroforaminal thoracisstenosis of spine"), intervertebral disc protrusion ("bulge of cervical spine"), sleep apnoea syndrome ("osa /obstructive sleep apnea"), spondylolysis ("thoraco lumbar spondylosis / thoracic t2-t3, t3-t4 and t3 -t4, t2-t12") and arthralgia ("knee pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes); and salpingectomy (bilateral)). Essure was removed on 14-jan-2019. At the time of the report, the dysmenorrhoea, dyspareunia, vaginal infection, migraine without aura, fatigue, alopecia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, neck pain, back pain, vaginal discharge, ovarian cyst, bladder disorder, pelvic pain, abdominal pain, headache, dizziness, intervertebral disc degeneration, arthropathy, spinal stenosis, intervertebral disc protrusion, sleep apnoea syndrome, spondylolysis and arthralgia outcome was unknown and the urinary tract infection had resolved. The reporter considered abdominal pain, alopecia, arthralgia, arthropathy, back pain, bladder disorder, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, intervertebral disc degeneration, intervertebral disc protrusion, menorrhagia, migraine without aura, nausea, neck pain, ovarian cyst, pelvic pain, rash, sleep apnoea syndrome, spinal stenosis, spondylolysis, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 31-oct-2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received- case become incident new events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), nausea, neurological conditions or problems type:neck pain, upper, mid and lower back pain; pain,vaginal discharge, ovarian cyst, bladder or urinary problems or changes, pelvic pain, abdominal pain, headache, intervertebral disc degeneration, intervertebral disc protrusion, sleep apnoea syndrome, vaginal haemorrhage , alopecia, arthralgia, arthropathy, , dizzinessspinal stenosis, spondylolysis were added. Lot number was added. Lab data was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.